Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned for evaluation, upon return of the device, the reported event was confirmed for bent pin inside the camera connector. The evaluation also found a damaged power supply casing and a damaged rear panel. The faulty parts were replaced, and software updated. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera iii video system center had a video connector issue. Upon inspection and testing of the customer returned device, it was observed that the power cord was damaged. This report is being submitted for the damaged power cord found during evaluation. There was no harm or user injury reported due to the event.